Event description:
It was reported that the customer was hospitalization due to high blood glucose readings of 550 mg/dl and diabetes ketoacidosis. Customer stated that they were unable to bring their blood sugar levels down. Customer reported symptoms of depression and tiredness. Customer stated that the blood glucose readings continued to go up the night before from 360 mg/dl despite bolusing. It was noted the customer begun throwing up and was taken to the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Multiple no delivery alarms were noted in the alarm history. It was noted that the customer was having a bone marrow transplant. Customer's blood glucose reading at the time of the call was 111 mg/dl. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted.